Event description:
General report received of an unspecified number of undocumented incidents of delays of therapies to premature pts. The pts were receiving tpn. After an unspecified length of time in use, an unspecified amount of tpn leaked from the filters' air vent on the tubing sets. The customer reported, "the pts didn't get the full dose ordered." The tubing sets were replaced and the therapies were resumed approx 8 hours later. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.